Event description:
It was reported that there was a por (power on reset) condition. Three days later it was reported that patient's cochlear implant fell out during surgery and patient's surgery took longer than expected due to communication issues with the patient. Cochlear implant issue was resolved and the patient was not experiencing any issues with it at the time of the report. It was further reported that the por was cleared and the impedance test in the operating room was good. It was noted that there were no malfunctions and no interventions were taken or planned. It was noted that the patient was feeling good stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va09vhy, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).